Manufacturer narrative:
Merge healthcare continues to work with the customer. Final conclusions are not yet available. At the time of the most recent communication on 08/18/2016, specific information regarding the vision loss clinical trial and any confirmed impacts to participant(s) was unavailable. A supplemental report will be submitted when additional information is provided or any conclusions are determined.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information indicating an eye station was not working. The customer requested assistance for configuration of a replacement system. Through an ongoing investigation and communication with those at the customer's site, a doctor involved in visual loss clinical trials, voiced concerns about potential impacts due to the device not working as expected. The most recent communication with the customer on 08/18/2016, indicated that the system is still not functioning as expected and that this is affecting their clinical trial involving patients with vision loss. With merge eye station not functioning as expected, there is a potential for a delay in diagnosis or treatment. As of 08/18/2016, there is no confirmed serious injury or death as a result of this issue. (B)(4).